Event description:
Information was received indicating that a smiths medical medfusion pump exhibited need service in motor drive and was noted to be noisy. No adverse effects were reported.

Event description:
Additional information received: no further information available. Very little information was provided with pump when it arrived at shop. Surgical biomedical specialist has not heard anything further about any type of incident occurring with this so he's assuming there was no issues with the patient of any kind.

Manufacturer narrative:
Other text: additional information b3, b5, h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pup was in good condition, no signs of external damage. A review of the event history log (ehl) showed no alarms in history relating to reported problem. During the functional testing the reported issue was able to be duplicated. The motor was running slightly loud, the worm coupling needed more grease. The root cause of the issue was a result of the customer did not perform annual maintenance on the device. Greased the worm coupling also cleaned and greased the motor assembly. Performed power up process, preventative maintenance, occlusion test, and all functional tests which passed.

Manufacturer narrative:
Other text: additional information b3, b5, h6, h10 . This remediation MDR was generated under protocol b10010116, as a result of warning letter cms (B)(4) . No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pup was in good condition, no signs of external damage. A review of the event history log (ehl) showed no alarms in history relating to reported problem. During the functional testing the reported issue was able to be duplicated. The motor was running slightly loud, the worm coupling needed more grease. The root cause of the issue was a result of the customer did not perform annual maintenance on the device. Greased the worm coupling also cleaned and greased the motor assembly. Performed power up process, preventative maintenance, occlusion test, and all functional tests which passed., corrected data: d1

Event description:
Additional information received: no further information available. Very little information was provided with pump when it arrived at shop. Surgical biomedical specialist has not heard anything further about any type of incident occurring with this so he's assuming there was no issues with the patient of any kind.